Manufacturer narrative:
Return of the device has been requested for further investigation. Our initial analysis based on the lot number provided indicates that the device was manufactured in accordance with our manufacturing procedures and met all quality release criteria. During the follow-up information received by the company on 27-dec-2016 established that the sheath used to place the device was a fast cath by st. Jude medical serial number (B)(4). Product usage with a contra-indicated placement device likely contributed to the issue. The IFU warns users against employing sheaths with rotating hemostasis valves. It states: "do not use an introducer sheath with a rotating hemostasis valve to introduce the ekosonic mach4 endovascular device. Insertion or removal through a rotating hemostasis valve may result in removal of the radiographic marker bands, stretching or other damage to the catheter." Initial information provided by the complainant confirmed that the 'patient is well'. Should the risk management release the device for evaluation, a follow up MDR report will be submitted.

Event description:
Physician called company representative on (B)(6) 2016 to let him know "he had an issue when removing the catheter from the sheath. The ekos catheter got caught within the sheath and the distal marker sheared off. Fortunately, the marker stayed within the sheath and the physician was able to retrieve it." The physician performed a follow-up x-ray to ensure there wasn't any other pieces left after the removal. The patient is well.